Manufacturer narrative:
The returned new mating and ICU medical devices were returned for evaluation, no physical damage or anomalies were noted. Additional information in d10.

Manufacturer narrative:
A series of photos were shared by customer. One new 3-port nanoclave® manifold, check valve, rotating luer and one new bd alaris pump infusion set were returned for evaluation. As received, no physical damage or anomalies were noted. The 3 nano manifold were torque tested and all of them met the product specifications. The female and male luer were measured met iso compliant. Complaint of disconnection / loose connection cannot be confirmed or replicated. Lot history review of the provided packaging was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a 3-port nanoclave® manifold, check valve, rotating luer where the reporter stated that a several incidents involving the 3 port nanoclave manifolds: product number 011- am3099 where lines have become disconnected from the bungs during use. Despite providing education to staff on ensuring secure attachment, they are unfortunately still experiencing these issues. There was no specific physical damaged noted on the set. The set was replaced, and therapy was resumed on occasions, but only with considerable force required. Inotropes were used during the therapy where these medications assist with maintaining the blood pressure of critically unwell patients on ICU. There was no leakage noted on the sample. There was no unprotected chemotherapy exposure to the patient, health care worker or other personnel. There was patient involvement but with delay in therapy. No one was harmed as a result of the reported event, and the event does not involve death or serious deterioration of a person.